Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: one photo and one loose safetyglide needle were received and evaluated. The physical sample was identical to the one depicted in the photo. The shield of the needle was observed to have several loose foreign matter spots of different colors from yellowish to gray and black. The foreign matter appeared to be wet but could not be identified by visual evaluation alone. The photo was investigated further and showed the plastic shield with fm inside. Root cause: needle in process (nip) line assembly device history record review of the finished device and all cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.